Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 711. Ams apogee system - 46. Ams apogee system with pc coated intepro lite - 72. Ams elevate (not specified) - 56. Ams elevate anterior prolapse repair system with intepro lite - 174. Ams elevate posterior prolapse repair system with intepro lite - 131. Ams perigee system - 66. Ams perigee system with intepro - 136. Ams perigee system with pc coated intepro lite - 19. Unknown graft mesh - 11 - attachment: [procodewise summary report -otp - april 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced nocturia, dysuria, urinary frequency, urge incontinence, and apical prolapse. Furthermore, the plaintiff allegedly experienced urinary tract infection. The device remains implanted. No further complications have been reported in relation to this event.